Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this implantable defibrillation lead was attempted at implant. Initial diagnostic testing was acceptable. When the lead was connected to the device, high out of range pacing impedance measurements were observed. The lead was removed from the device and reseated with the same result. The lead was then tested via a pacing system analyzer (psa) with high out of range measurements observed. A different lead was successfully implanted. No adverse patient effects were reported.